Event description:
Malfunction even if the valve is on position there is no flow

Manufacturer narrative:
Additional information: d10, g1, g2, g4, g7, h2, h3, h4, h11. Corrected information: b5, g1, g2, h6, h10. UDI: (B)(4). Sample was received for evaluation. Root cause could not be determined as the technician did not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported a malfunction of a certas plus valve (ID 828804pl - certas plus inline with siphon). The valve was implanted on (B)(6) 2019 and was removed (B)(6) 2019 due to it was not working.